Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arise again.